Event description:
The customer reported to olympus that there was no image (display) while using the camera head. The issue occurred during preparation for use, and there was no report of patient harm associated with the event.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. Follow up in progress to obtain additional information regarding the event from the customer. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
N/a.

Manufacturer narrative:
This emdr report is being supplemented to inform correction to g3 date of the 1st supplemental report submitted. The g3 date of the 1st supplemental submitted is being corrected from 12/06/2024 to 1/24/2024. The correct g3 date is 1/24/2024.

Manufacturer narrative:
The device was not returned to olympus for evaluation, therefore the customer's allegation was not confirmed. A definitive root cause cannot be identified. DHR review of the actual device was conducted and no problems were found. This issue is addressed in the instructional for use (IFU): precautions for disappeared or frozen endoscopic image(warning) ¿ if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. ¿ follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. - never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. - before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction. - never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was no image (display) while using the camera head. The issue occurred during preparation for use, and there was no report of patient harm associated with the event.